Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Approximately 0.327" (56%) of the proximal portion of the biocomposite screw was returned. Approximately 0.25" of the distal tip had been broken-off and the distal leading thread was beginning to peel. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel, causing the implant to hit the edge of the prepared hole and/or prying/leveraging the driver while the implant is still loaded. Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot number combination. The potential causes of this event are being communicated to the event reporter.

Event description:
Top half of the screw broke off; the remainder was not retrieved from patient. Surgeon did punch in advance. Rotator cuff repair.